Event description:
The pt reportedly experienced a decrease in performance. Device testing showed inconclusive results. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.